Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that the patient was having a lot of withdrawal. The patient reported that they were jumping and shaking really bad. The patient reported that the pump was not alarming. The patient can't remember when they are due to be refilled. They believe it's april when they have their refill. The patient did not know the last time they were refilled. The patient went to the emergency room and they put the patient on oral baclofen. The pump was checked and it had 36 months of life left and the pump had drug in it. The had recently increased the dosage. The patient reported they tried to get a hold of a rep and hasn¿t been able to. No further complications were anticipated/reported.